Event description:
A pt reported blood glucose results of 358mg/dl with a lifescan meter and 266 mg/dl on laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Medical affairs spoke to pt who mentioned that their meter was set to mmol/l. Customer service assisted pt in setting it back to mg/dl. Blood glucose reading that is being reported was converted to mg/dl. Blood glucose reading that is being reported was converted to mg/dl. Pt mentioned that they have gone into the set-up mode and may have accidentaly changed the unit of measurement by accident.